Event description:
It was reported that during a vascular graft implantation, a foreign material approximately three millimeters long was discovered on the graft prior to opening the sterile package. The vascular graft that was implanted successfully. There's no reported pt contact, or pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. The graft was returned for eval. The complaint investigation is confirmed for foreign material. Based on the results of the investigation, the root cause is mfg related. It should be noted that all vascular grafts are 100% visually inspected for foreign contamination during mfg and again prior to packaging. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.